Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message and the patient was hospitalized for hyperglycemia. The patient's blood glucose result was 33.0 mmol/l on his monitor. The blood glucose results at the hospital were unknown. The type of treatment administered to the patient was unknown. It is unknown how long the patient was in the hospital. No other information was provided. The infusion device cannot be returned for legal and customs issues.